Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis results revealed no atrial output in both unipolar and bipolar pacing modes. Further analysis determined this was due to fractured wirebonds at the atrial tip feedthrough.

Event description:
The patient reported "I went to the ER because I was feeling a shocking pain by device. ER said my heart rate was 55 pbm and I think that is lower than what my device is set to." The device was removed and replaced. No patient complications were reported as a result of this event.